Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to a component failure. Additional observations not reported by site was that the instrument was found to have damage on the conductor wire¿s insulation. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.126¿ - 0.221¿ in length and were not aligned with the tube axis the root cause of this failure is typically attributed to mishandling/misuse. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the force bipolar instrument (part# 471405-06/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a malignant mastectomy procedure. There were 5 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis found the force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci-assisted malignant mastectomy surgical procedure, the force bipolar instrument was found to have a loosened wire while being flushed inside the cleaning basket. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The patient had no injury/harm.